Event description:
A physician reported that the part that enhances rigidity of a probe had come off when opened before vitrectomy surgery. The surgery was completed after replacement of product with new one. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe, with tip protector, in a tray was received for the report. The sample was visually inspected and found to be nonconforming with the needle stiffener pulled out of the needle holder. No functional testing could be performed due to the probe needle/stiffener condition. The probe was disassembled. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation confirms the reported issue of probe needle/stiffener pulled out of the needle holder. How and when the probe needle/stiffener pulled out of the needle holder cannot be determined form this evaluation however, a manufacturing related issue could not be ruled out for the needle detachment. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. The sample evaluation confirms the needle/stiffener pulled out of the needle holder and a non-conformance record was opened to trend the defect of needle detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was updated in d.4. The product lot was updated to unknown. The manufacturer internal reference number is: (B)(4).